Event description:
Caller states patient reportedly received the following results on the advantage system within 10 minutes: 237 mg/dl and 106 mg/dl, 250 mg/dl and 103 mg/dl. The comparisons were performed hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Event description:
Caller states patient reportedly received the following results on the advantage system within 10 minutes: 237 mg/dl and 106 mg/dl and 106 mg/dl, 250 mg/dl and 103 mg/dl. The comparisons were performed hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device.